Event description:
Reporter alleged discrepant blood glucose results of 507 mg/dl back to back with a result of 228 mg/dl when testing was performed within 5 minutes apart on the advantage sys. The location of the alleged incident was not provided, however, customer stated the testing occurred in 2006. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.